Manufacturer narrative:
(B)(4). The customer returned a two-lumen PICC catheter for analysis. Visual examination revealed signs-of-use were on the inside of the extension line. After failing functional testing, the catheter was microscopically examined. A small separation/hole in the distal extension line was found adjacent to the distal luer hub. The overall length and inner and outer diameter of the distal extension line were measured and were found to be within specification. With the distal end of the catheter body occluded, the distal lumen was flushed with a lab inventory syringe filled with water. Water was observed leaking out of the hole in the distal extension line, just below the hub. The proximal line functioned as expected. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of a distal extension line leak was confirmed by complaint investigation of the returned sample. The extension line contained one small hole adjacent to the distal luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that meds/saline are leaking from the brown hub-tubing. The inserter had to remove the PICC and sedate patient to replace the PICC. A delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that meds/saline are leaking from the brown hub-tubing. The inserter had to remove the PICC and sedate patient to replace the PICC. A delay in treatment was reported.